Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
It was reported that during patient treatment, the ventilator alarmed and unexpectedly shut down. The patient became hypoxic. The ventilator was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an investigation of the ventilator. When inquired, they stated that the facility conducts its own servicing. However, no details were shared regarding the findings of their examination, nor was any information provided about the ventilator's current status. As further investigation was not possible, the root cause of the reported event remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).